Manufacturer narrative:
Method: process evaluation: medical review. Results: evaluation results: medical review - the report indicated that the lens ejected too quickly during surgery, resulting in a capsular tear. The surgeon clipped the anterior haptic to repair the outside capsule, and retained the lens in the eye. The patient was reported to have achieved expected bcva. There is insufficient information to determine device causality due to other potential contributing factors that may have caused the lens to eject too quickly. (B)(4).

Event description:
Reporter indicated that the surgeon used a ks-ni2 aq310ain 16.5d preloaded injector on (B)(6) 2015. The lens reportedly ejected too quickly, resulting in a capsular rupture. The lens remains implanted with no further adverse events reported. Patient had the expected bcva after surgery.

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The review of the surgery video by r&d identified that the lens did not fold properly, which is primarily due to improper surgeon technique, which could be the cause of the event. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.